Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the user was able to access the pump features. Reportedly, the contact not know the user's blood glucose level at the time of event. However, the contact reported a blood glucose (bg) level of 66 mg/dl from earlier in the morning and stated the bg level was due to hormones. The contact reported that the pump would continue to be used for insulin therapy.